Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos and images were provided for review. The investigation of the reported event is currently underway. (Expiry date: 03/2025). Device not returned.

Event description:
It was reported that sometime post filter placement procedure, the device allegedly migrated cranially and was across renal vein. Reportedly, the filter was removed by using snare. There was no reported patient injury.

Event description:
It was reported that sometime post filter placement procedure, the device allegedly migrated cranially and was across renal vein. Reportedly, the filter was removed by using snare. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. However, seven images and two photos were provided and reviewed. The images shows a filter which is fully expanded and free of fracture. One image depicts that the filter have been placed too close to the renal veins. The photo shows the filter which have blood residues throughout the filter. All the filter limbs are present and uncrossed. Therefore, the investigation is inconclusive for the reported migration issue as no objective evidence was provided for review. A definitive root cause for the alleged filter migration could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.